Event description:
It was reported through the attorney for the patient, that allegedly the patient developed severe degenerative arthrosis of her right hip and suffers from extreme pain and suffering to the extent that revision surgery is needed."

Manufacturer narrative:
The information on this per was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.